Event description:
It was reported that the customer was experiencing high blood glucose during the basal rate for several weeks. It was stated that the customer had to deliver extra bolus to lower the glucose level. It was stated that the doctor believes the insulin pump was not delivering the insulin properly, and no alarm occurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.